Manufacturer narrative:
The device sample was not received by MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleged that the mouth pieces on the spirometer were broken. The alleged defect was discovered upon incoming inspection. There was no pt involvement reported.